Manufacturer narrative:
The hospital equipment department determined the fault and did not provide any information about the repair content. The hospital repaired it on its own. The equipment is currently in normal use. If additional information is received regarding the repair of this unit, the complaint will be reopened and updated accordingly and a follow up report will be submitted.

Event description:
It was reported that during use found the cardiosave intra-aortic balloon pump (iabp) had loop leak. The spare machine was replaced in time and there was no impact on the patient.